Manufacturer narrative:
The actual device was not available; however, ten (10) companion samples was provided for evaluation. A visual inspection was performed and no defects were found. Functional testing was performed by filling the bags with water and squeezing firmly and no leaks were identified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition could not be verified. A should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spike separated from an exactamix eva total parenteral nutrition (tpn) bag which resulted in a leak. There was no patient involvement. No additional information is available.